Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a fault code and could not be interrogated. There are no tones with magnet application. The patient was last seen 6 months ago. The battery status at that time was monitoring voltage of 2.82 and charge time of 16.5. The patient has not received any shocks in the interval. A guidant technical services representative recommended replacing the device. The patient has not had exposure to radiation or MRI. The device was replaced and a 21j commanded shock with the new device was successful. All lead measurements were normal.